Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the device emitted a strange sound during the daily test at the beginning of their shift. After this strange sound, the device would not pass the user test and would also display "discharge abnormal" when trying to deliver defibrillation energy. There was no patient use associated with the reported failure.